Event description:
Healthcare professional reported right side ¿suspected alcl swelling,¿ ¿lesion,¿ and ¿multilocular fluid collection with individual fluid locules.¿ pathological markers were not provided. The device remains implanted. Healthcare professional later confirmed histopathology results concluded "it is not alcl."

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma.